Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported power conversion enclosure, and power tray with new j8 cable were replaced. Fluoro and rad gain calibrations were completed. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that while on site working on a different case, the manufacturer representative found that that the power conversion enclosure was failing. No patient involved.